Event description:
It was reported that the patient presented in clinic for initial implant procedure (B)(6) 2026. Upon tension test post fixation during procedure, the right atrial (ra) leadless pacemaker (lp) was released prematurely from the delivery catheter. However, the ralp was found fixated, and all electrical parameters were found to be acceptable. The surgery was concluded with the ralp implanted. Patient condition was stable.

Manufacturer narrative:
The reported event was premature separation. As received, a complete delivery catheter was returned in one piece, with the distal tethers and tether bullets slightly offset. Visual examination noted the tether control knob in the aligned position, but the tether bullets were slightly offset. X-ray examination was normal. Dimensional analysis of the catheter could not be performed due to the tethers being damaged. Correction: manufacturing site information was incorrect, and should be listed as abbott medical (crm-sylmar) 2017865.